Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended. This MDR is related to ge healthcare (B) (4).

Event description:
The customer reported the monitors are going blank. No pt injury was reported.